Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The surgeon reported that the silicone wore out. Replaced with new implants.